Event description:
It was reported that patient had bipolar converted to total right hip due to arthritis.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Hospital kept.